Manufacturer narrative:
Correction made: fdc code d12 not applicable and can be removed from report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said their healthcare provider (hcp)  "put the leads in completely wrong, I was in pain for a year and the wires were dislodged, and then I finally went to a different hcp who took it out and redid the wires and everything is great, I don't need any pain medication and everything is working well". Agent asked if the hcp put new leads in and the pt said "he showed me the x-rays and all the wires migrated to one side of my back and the brackets were broken on them, and I am pretty sure he put new leads in".

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-feb-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 01-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.